Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited poor morphology. The lv was surgically abandoned. No additional adverse patient effects were reported.